Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing episodes of dizziness. Upon interrogation, it was found that this rv lead was exhibiting noise with oversensing, resulting in pacing inhibition with a systole less than or equal to 2 seconds. Additionally, pacing impedance measurements below 200 ohms as well as intermittent loss of capture (loc) due to high thresholds were noted. The lead was surgically abandoned and successfully replaced. During the procedure the lead body was reported to contain an acute bend near tricuspid valve. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.